Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 470 mg/dl. The customer¿s symptoms were not listed, but the customer was treated with a pen. It is unknown when the customer began receiving high blood glucose levels. It was also reported the plaster of the infusion set was not sticking from three sets of the same lot. Customer was advised to use new sets from a new package. The product is to be replaced.